Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed. Imdrf device code a0401 captures the reportable event of suture broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used at the end of the rectum during a ligation of hemorrhoids procedure performed on (B)(6) 2024. During the procedure, the device did not release the bands smoothly. There was no normal 'click' sound when the first band was deployed. When attempting to deploy the second band, there were two bands deployed at the same time. After attempting to deploy the fourth band, it could not be deployed. The physician then pulled out the endoscope and found that the bands were entangled together, and the suture wire broke into two pieces. The procedure was completed with the original device used since the fourth band that was able to basically meet the needs of clinical treatment; hence, there was no need to replace another device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.